Event description:
It was reported that the patient had his pump removed the monday after it was implanted because he got meningitis. The patient thought he got it because, when he went in for his first fill, the nurse dropped the syringe on the floor, squirted the medication on to the surgical tray, sucked it into another syringe, and then injected it. At the time of this report, the patient was looking for a doctor to implant a new pump. The device system was used to deliver morphine. Troubleshooting/diagnostics and final patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: ne u_refillneedle, serial# unknown, product type: accessory.. (B)(4).